Event description:
Information received cadd administration sets - flow stop broken tubing at luer lock. No patient adverse events reported.

Manufacturer narrative:
Device evaluation: one photo was provided as well as thirty (30) unused samples returned in unused condition in their original sealed packaging. The photo showed tubing that did not have the asv attached. The tube appeared too clear, as it there was not enough solvent. This confirms the reported issue. Visual inspection of the samples showed the asv was joined to the tube. And enough solvent was visible around the valve base. Functional testing involved pull testing. All samples passed the pull test successfully and the results were within specification. Based on the analysis, all samples received, were assembled properly and complied with the bonding specification. However, the picture confirmed the reported issue. One possible, but unconfirmed, problem source was listed as the operator not assembling the components correctly.